Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed as having occurred via log along with error 31226 and was replicated in-house. The usm was tested on an in-house system in normal mode where it triggered a 31226 error. It was also tested on a patient side cart fixed test platform (pftp) where it failed the fiber test on rolling loop. A golden rolling loop fiber was installed, and the arm passed the fiber test.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Afterwards, the arm no longer caused errors on startup. The system was tested and verified as ready for use. Isi requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called the technical support engineer (tse) and stated that arm 3 kept faulting. Prior to calling in, the customer had already power cycled the system and the error persisted. The tse verified 32097 errors in logs for universal surgical manipulator (usm) 3. The tse walked the customer through a hard power cycle of the patient side cart (psc) and the system powered on without error. The customer was to proceed with 3 arms if the issue persisted. The customer was continuing with procedure. Another member of the operating room (or) staff called back and stated that arm 3 kept faulting out. The customer stated that they only needed three arms. Therefore, the tse suggested that they use arm 4 in place of arm 3 if the errors kept happening. The procedure was completing as planned with no reported injury.